Event description:
As reported by our edwards lifesciences japanese affiliate, during the transaortic transcatheter aortic valve replacement (tavr) of a 23 mm sapien 3 valve, an echocardiogram performed revealed severe mitral regurgitation and mitral insufficiency due to calcification of the native mitral valve being "bent". It was determined that the mitral regurgitation had "increased" after balloon aortic valvuloplasty (bav) was performed prior to valve deployment. Medication was administered and the mitral regurgitation improved. Subsequently, it was reported through the japanese post-marketing surveillance system that the patient had required hospitalization to treat the mitral regurgitation. The treatment performed was not provided.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries including perforations, dissection of vessels, injury to ventricular, myocardial, or valvular structures [e.g. Injury to the mitral valve/apparatus] are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. Occasionally there are cases where the root cause of the regurgitation cannot be determined. Native mitral regurgitation (mr) can occur in tavr procedures. Per literature review, the appearance of significant mitral regurgitation (mr) is one of the possible complications of a percutaneous balloon aortic valvuloplasty (bav) prosthesis implant procedure. Mr can become exaggerated after tavr for several reasons, including direct mechanical damage to the mitral valve leaflets or subvalvular apparatus by the guidewire or prosthetic valve, and "impingement" of the prosthesis on the anterior leaflet of the mitral valve because of low implantation of the prosthesis. Secondary mechanisms include myocardial ischemia, systolic anterior motion (sam) of the mitral valve leaflet with dynamic obstruction of the left ventricle outflow tract (lvot), significant paravalvular leakage, cardiac tamponade, and mechanical asynchrony due to conduction disorders (i.e. New-onset lbbb). The thv training manuals instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. This was a case of a transaortic transcatheter aortic valve replacement (tavr). It was concluded by the operator that the patient's mitral regurgitation (mr) was "increased" after the balloon aortic valvuloplasty (bav) part of the procedure. It is unknown if the patient had mr prior to the bav and/or to what degree. The patient's anatomical features (mitro-aortic continuity) were also unknown, which is a factor that can contribute to the mitral valve functionality during tavr. It is noted in the literature that "the mitral valve may be subject to changes in both geometry and structure that can potentially cause functional mr or accentuate the problems of a pathological mitral valve." In this case, it was reported that the patient required hospitalization sometime after the tavr to treat the mr. The patient was reported as "improved" after medication administration. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. The reason for the native mitral valve regurgitation remains unknown as no relevant imagery was provided. However, per report, an echocardiogram revealed the mr was due to calcification of the mitral valve which may have contributed to the event. No other information was available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.